Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace now battery. The customer¿s blood glucose level was 5.7 mmol/l. The customer stated that they did not receive a low battery alert prior to the replace battery now alarm. The troubleshooting was performed and was advised the pump requires brand new or fully charge batteries to work effectively. It was reported that the second occurrence of replace battery now without a low battery warning. The customer advised the pump will need to be replaced. The customer advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump was returned for analysis.